Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving effective stimulation. The paddle lead was implanted too low and a trial was undertaken to confirm enhanced coverage. The patient underwent surgical intervention on (B)(6) 2018 where the lead was removed and replaced. Postoperatively therapy has been restored.